Event description:
Additional information was received indicating additional diagnostic imaging was performed and right ventricular (rv) lead damage was observed. The physician suspected rv lead damage or rv lead dislodgement occurred during an unrelated procedure.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the r-wave amplitude variation, low defibrillation impedance, and low pacing impedance event was sensed by the device.

Event description:
It was reported, that during a follow up in clinic. Decrease in r-wave amplitude, defibrillation impedance, and pacing impedance were noted on the right ventricular (rv) lead. The physician suspected rv lead damage or rv lead dislodgement. However, diagnostic imaging was performed. And the results were inconclusive. Abbott technical support was contacted. And the rv lead was capped and replaced to resolve the event.